Event description:
Customer reported a past event where blood glucose levels were high, with the specific highest value being unknown but displayed as "high." To resolve the issue, the customer changed the infusion set and cartridge. Despite frequent high glucose levels, the customer declined further assistance. Technical support recommended consulting a healthcare professional for further investigation.